Event description:
Boston scientific received information that two days post implant, this right ventricular lead displayed no capture. The lead was not dislodged and there was no asystole greater than two seconds in addition, impedance measurements had decreased. A decision was made to replace this lead. A revision was performed. This lead was removed and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, visual inspection revealed blood and body fluid in and on the terminal pin opening and throughout the helix housing. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. The distal end of the proximal spring electrode was separated from the insulation and the lead body was slightly curled. Laboratory testing was unable to reproduce the reported clinical observations.

Manufacturer narrative:
When this lead has been returned, analysis will be performed and this event will be updated.